Manufacturer narrative:
Device evaluation: visual analysis of the photographs a broken device has white biological tissue labeled left side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: e.3, h.6.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown, which underwent revision surgery. Additional left side event of rupture. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 07/30/2004. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown, which underwent revision surgery. Additional left side event of rupture. Device has been explanted.